Event description:
Add'l info rec'd from MFR 10/6/00: the product has not yet been returned to MFR for evaluation and is still "promised" for return. If the iab is returned, FDA will be provided the requested info as soon as the item is evaluated. The complaint was reported to datascope and subsequently entered into system.

Event description:
Add'l info rec'd from MFR 1/3/01: the product was never returned to datascope for evaluation and the file will be closed in records.

Event description:
Blood noticed in tubing of intraaortic balloon catheter. Console immediately turned off and catheter was removed. No sequelae to pt.